Manufacturer narrative:
The call ended before the customer's personal info or meter serial number could be obtained. It's not possible to determine the manufacture date without the meter serial number.

Event description:
The advocate called for assistance with the customer's contour ts meter. She alleged that the customer's blood glucose was tested and the contour ts read 264 mg/dl, while another meter read 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was unable to troubleshoot since the customer did not have any contour ts test strips left. The call was disconnected before any additional info could be obtained. No product will be returned.